Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damaged conductor wire at the distal end near the force amplification pulley. The insulation is damage, and the conductor wire is exposed as a result, but wire is not fully broken as reported by the customer. Components adjacent to this conductor wire show damage. The instrument passed the electrical continuity test in both grips. Additional finding not reported by site: during the visual inspection, the instrument was found to have a broken grip at the base of the grip. The broken piece was nor returned with the instrument. The complaint regarding the broken cable was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument had a broken cable. The procedure was completed with no reported injury.